Manufacturer narrative:
Investigation: an investigation is not possible due to the fact that we did not receive the complained product. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available and as a result of our investigation, a product related failure can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). The fracture of the ceramic head ball caused the patient to undergo an operation with a change of head and the inlay and thus resulting in pain and immobility. The broken ceramic head ball is not available, was rejected due to small parts. Components in use listed as concomitant devices are: nh203 / sc msc pe-insert 32 mm 52/54 sym. Nh054t / plasmacup sc size 54 mm nk516t / bicontact s plasmapore 12/14 size 16 mm.